Event description:
Additional information received indicated company representative met with patient and unable to reconnect as patient underwent unrelated procedure and never placed ipg in surgery mode. Surgery happened several years before. No surgical intervention is planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. No intervention is planned at this time.